Event description:
The following has been reported: unknown staff reported to biomed that pump would not load blood cassette. Biomed could not duplicate problem. Fresenius kabi (ivenix) rep also could not duplicate problem. No patient harm. A preliminary review of the logs has identified the following issue: set ID misreading blood set as set-0019 / sensor hardware failure (set ID sensor). The pump was not returned, however the misreading of the set may have been caused by a dirty sensor area. An internal CAPA was raised to investigate intermittent set ID readings. Complaints from this customer have indicated occurrences of sets not being identified properly. Cases include: blood sets not being recognized as such, secondary infusions being disabled for a dual-inlet set, and "tubing set not recognized" alerts. The issues are alleviated by pressing lightly on the administration set near the bubble detector as the loading lever is being closed. Hospital personnel have been trained in a work-around during the go-live training on (B)(6) 2022. There have been no complaints received from the other live customer regarding this issue at the time the complaint was registered and the work-around was discussed. This failure is not related to any fluid ingress issue. It is unknown if an active infusion was delayed per the logs. Reporting due to the referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.